Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a prime. The patient's blood glucose was 399 mg/dl, which was treated with manual injection. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarms were noted and the device passed the motor test. The device had minor scratched lcd window, cracked case near display window corners, battery tube threadscracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.